Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission 07/21/2017. The device was returned and evaluated by product analysis on 06/26/2017 with the following findings. The complaint could not be duplicated during investigation. Multiple related alarms were revealed during review of the pump¿s black box. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. A battery compartment crack was observed.